Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter (one touch verio iq) read inaccurately high compared to a calibrated laboratory device. The reporter was unable to give exact values. The tests were performed within an unknown time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.